Event description:
During the afternoon of (B)(6) 2017 an incident happened with one box of the ultrafine 6 mm, 1 ml, 31g needles. While packing some syringes to dispense to a pt, a member of the pharmacy had a needle stick. It was observed that one of the needles didn't have a security cap and 6 out of 10 packages weren't entirely sealed.